Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the keypad was torn at the down and ok keys and all of the keypad symbols were worn. All of the keypad buttons were intermittently unresponsive and required excessive force to elicit a response. Evaluation revealed that there was contamination found under all key contacts and the ok key contact was found to be misaligned. Unrelated to the complaint, evaluation revealed that the display lens was scratched.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the up arrow and down arrow keypad buttons are hyper-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.